Manufacturer narrative:
As of today, there is no additional information available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
--

Event description:
Subsequent information indicated that additional high, out of range pacing impedance measurements were displayed. In addition, oversensing of atrial activity was seen. All other lead diagnostics were normal. At this time, the patient will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicated that the system was explanted. The device has been returned for analysis.

Event description:
Boston scientific received information via a latitude red alert that this implantable cardioverter defibrillator (ICD) and the associated right ventricular (rv) lead exhibited high, out of range pace impedances. An attempt for additional information has been made. As of today, available information indicates that this product remains in service.